Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a loss of power message and frequently shut down and rebooted. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had given them a power failure error. A field service engineer reported that the unit had turned off several times throughout the day. Completed a full device inspection and replaced the power supply. Opened several drawers and checked the power usage in hardware test application. Also replaced the expired station battery. The barcode scanner mount was loose and about to fall off, so cleaned out the electronics compartment and tightened the barcode scanner mount. The system functioned as intended after the field service engineer repaired the device.